Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files were not available. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms are most often attributed to communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient reported a critical battery alarm despite a full charge showing on the battery fuel gauge. Battery displayed 4/4 light on controller screen. Patient was provided with a new battery and the defective battery was removed from use. It was stated that the patient was annoyed. No additional information available.